Event description:
It has been reported to philips that the wireless footswitch works intermittently. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. The philips remote service engineer (rse) inspected the system remotely and confirmed that the wireless footswitch works intermittently. The rse also found that the wireless connection between the base station and wireless footswitch was lost and the base station or footswitch remains in error mode. The procedure was completed using the wired footswitch. The rse advised the customer to adjust the mechanical timing of the microswitches in the foot pedal with the adjustable screws at the backside. Also, the rse suggested the customer to replace the footswitch if the issue reoccurs. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has also initiated a field safety corrective action (2022-igt-bst-011). The codes were updated based on the investigation outcome.